Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for evaluation. The reported kinked shaft and shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a narrow lesion with heavy calcification and 90% stenosis in the mid right coronary artery. The rx nc trek did not cross the lesion even after changing of the guiding catheters. Upon removal of the device it was noted the shaft was bent. There was no resistance noted during removal of the device. The patient was treated with another balloon catheter and a xience prime stent was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. Return device analysis revealed a proximal shaft separation. Additional follow-up confirmed that the separation occurred during the procedure. No additional information was provided.